Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval, a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Upon eval all critical dimensions were measured and found to be within design specifications. Upon visual inspection there is no indication to suggest the implant failed to perform as intended. Globus has requested additional info regarding this removal, as well as pt info. If and when that info is provided, a supplemental report will be submitted.

Event description:
It was reported to globus that a pt had a retain implant removed on (B)(6) 2014. No reason has provided for removal.